Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). Investigation summary: the device was received and evaluated at the service center. There was no allegation of malfunction against the device from the customer, however, defects were found with the device during service evaluation. During pm tests, a broken screw was detected between foot pedal connector. The broken screw was replaced and the device was tested and found to be working according to specifications. The broken screw is most likely a result of user mishandling of the device. The service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on 11/24/2017 and passed all functional testing before being returned to the customer. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the affiliate in (B)(6) that during an unknown procedure, it was observed that the 4580 fms duo+ pump/shaver combo -ns had an unspecified malfunction. It was not reported if there was a delay in the surgical procedure or if a spare device was available for use to complete the surgery. During preventative maintenance, it was determined that a broken screw was detected between foot pedal connector. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.